Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to duplicate the reported issue during testing and evaluation. The service technician replaced the oxygen blender to address the reported issue. The oxygen blender was requested for failure analysis. Should the oxygen blender be returned, a follow-up medwatch report will be submitted after an evaluation is performed.

Event description:
It was reported to carefusion that the unit had low oxygen output greater than 5%. There was no patient involvement associated with this complaint.